Manufacturer narrative:
The unit was received at the international service center. The technician did not confirm the reported issue. However, a scratch was found on the surface of the display, but it would not be a factor to the reported touch panel suddenly stopped responding. Touch screen was replaced. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test and software version check (ver.2.10). Unit was checked overall, run in tests then no abnormality was confirmed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that after using the v60 vent for one month consecutively, touch panel suddenly stopped responding. Calibrated the touch panel at the spot but no response. The unit was replaced with second v60. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.